Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed one unexplainable pump reboot on (B)(6) 2014. During testing, the pump powered normally using the returned battery cap. The battery cap was able to be secured properly to the pump. The pump was exercised for 24 hours with no power losses or alarms occurring. No power losses were observed during investigation. Evaluation revealed that there was moisture contamination on the underside of the battery cap. The battery compartment was found to be cracked below the grip pad. The pump¿s electrical current draws were found to be within the required specifications. A leak test was performed and a leak was found at the battery compartment crack. The pump case was removed and no evidence of moisture contamination was found inside the pump. There was no evidence of intermittent contact observed to the battery terminal contacts. Unrelated to the complaint, evaluation revealed that the display was dim.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (power issue) issue. The reporter alleged that the pump ¿stopped working¿. Reportedly, the user woke up in the morning and the pump was off. An attempt to contact the patient has been made. There was no further information available regarding the complaint available at this time; if further information is provided, a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.